Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion and was returned for analysis. Initial laboratory testing determined that this device did not meet longevity predictions as described in device labeling. To date, there have been no reported adverse patient effects related to this clinical observation.